Manufacturer narrative:
One (1) viper t20 hexlobe driver shaft [product code: 2867-25-020, lot no: ag2098254] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed a fracture located at the driver¿s distal tip. The fracture analysis report noted that the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicated a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the fractured distal tip cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product ¿viper2 t20 hexlobe driver shaf (286725020)¿ was used in surgery for lscs (lumbar spinal canal stenosis), covering l3-l5, on (B)(6) 2017. After the surgeon treated l3-l5 by tlif (transforaminal lumbar interbody fusion), he inserted a screw (part number unknown) transcutaneously. Next, he used the reported driver shaft to make a minor adjustment of the aforementioned screw. Since the bone had become solid, it took him much force to make such an adjustment. As a result, the tip of the driver shaft tipped. He removed the tipped fragment, but fine fragments may have been left in the body. The surgery was delayed by 30 minutes.